Event description:
During preparation for a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that air was drawn in the sheath as the sheath valve did not seem airtight. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.